Event description:
It was reported an angio-seal device was deployed without difficulty. The pt developed symptoms of vascular insuffiency in the leg. The pt underwent surgery in 2004; the angio-seal components were removed. Attempts to obtain additional info has been unsuccessful. The pt reportedly was recovering.